Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported unit not recognizing new batteries. There was no patient involvement.

Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. H11: b5: the customer reported that when they installed a new battery, the battery led flashes for a moment and then goes out. The battery manufacturing and lot codes were not displaying. H10: the customer tried a battery from a different unit and it operated as expected. Technical support advised the customer to let the battery charge until the battery led (light emitting diode) goes solid. Three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.